Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01138, 3005168196-2016-01139, 3005168196-2016-01140. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using pod packing coils (podj coils), ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while the physician was advancing a podj coil through the lantern, the podj coil became stuck and would not advance out of the lantern, right at a turn at the hypogastric artery. The podj coil was initially advancing smoothly through the lantern but then resistance was encountered and the coil became stuck. Therefore, the physician removed the podj coil and attempted to advance two new ruby coils through the same lantern. However, the physician also encountered resistance and both of these ruby coils became stuck. Therefore, both coils were unable to advance out of the lantern and were removed. The procedure was successfully completed using a new lantern and new ruby coils. There was no report of an adverse effect to the patient.